Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to loss of capture. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating that the patient developed bradycardia due to loss of capture. Additionally, surgically abandoned lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to loss of capture. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to loss of capture. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating that the patient developed bradycardia due to loss of capture. Additionally, surgically abandoned lead was explanted.